Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected failed battery alarms, power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, faded end cap address label, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 2.5 mmol/l at the time of the incident. Customer will not return device for analysis.